Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information was provided to perform a compatibility check. Complaint history review could not be performed without product identification. Medical records were not provided. The complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Additional associated products and mdrs: kne-nexgen-femorals-unk MDR: 0001822565-2021-03223. Kne-nexgen-tibial trays-unk MDR: 0001822565-2021-03224.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient was revised approximately eleven years post procedure due to nexgen loose and unstable knee. Implanted 360 revision knee components. No other information available.